Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate pacing was indicated during device interrogation. Upon review, the right ventricular (rv) lead was sensing the atrial. X-ray confirmed that all slack has come out for both right atrial (ra) and rv leads. The leads appeared to be twisted in the pectoral region due to twiddler¿s syndrome. On (B)(6) 2019, the ra lead was repositioned and the rv lead was explanted and replaced. There was no complication.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. As received, the helix was retracted and could not be extended due to blood / tissue in the helix housing. The lead was cleaned and no anomalies were noted. The reported events were not confirmed. Analysis was normal.